Manufacturer narrative:
No flashing mdt logo noted during testing. Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, corroded pcba 2 and moisture damage on the motor. No damage noted on the force sensor. The pump was received with broken belt clip rail, cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to perform the required testing due to critical pump error (open book image) alarm. Alarm-aa99-critical pump error (open book image) alarm confirmed due to corroded electronic assembly. Damage-moisture confirmed. Display anomaly-flashing mdt logo not confirmed. Cosmetic damage was confirmed at the back of the pump (broken belt clip rail). Cosmetic damage was confirmed at the back of the pump (cracked battery tube threads and cracked case at the battery tube side). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had received an open book image, after which the pump displayed the 'medtronic' logo and then turned off. The customer also reported moisture on the pump. The customer stated that the location of the damage was at the belt clip rail and the case of the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the open book image, which explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was not performed for the fluid in pump and flashing. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.